Event description:
Caller reported a malfunction alarm with their tandem pump, identified as malfunction code 199, which cts clarified was a pump malfunction. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts assisted the caller with resetting the pump, and although the initial reset was successful, the same malfunction recurred, leading cts to decide on replacing the pump. The customer was instructed to use a multiple daily injections (mdi) as backup therapy, put the existing pump into storage mode, and return it using a pre-paid label within 10 days.